Manufacturer narrative:
Concomitant medical products: non-cfn sec set, therapy date (B)(6) 2016. The customer¿s report of backflow from the secondary to the primary was not confirmed. The primary set and secondary set were visually inspected and no anomalies were observed. The check valve was inspected under magnification and was noted to be assembled in the set correctly with the silicone membrane centered. Functional testing resulted in no backflow. Disassembly of the check valve resulted in normal findings. No particulates were observed on the diaphragm membrane. The root cause of this failure was not identified.

Event description:
The customer reported a backflow event; the secondary antibiotic was dripping more quickly than it should, and the drip chamber of the primary tubing was filling up rapidly. The backflow occurred after the tubing was primed but before the infusion pump was turned on. The primary tubing was clamped, the tubing/antibiotic were replaced; and the infusion continued without difficulty. Received from the FDA a copy of the customer's medwatch report which states: "event desc: IV piggyback (ivpb) antibiotic was spiked with tubing that was new as of midnight that day. I noticed the antibiotic was dripping quickly while the pump was not yet turned on. I then noticed the drip chamber for the primary bag was filling quickly. I clamped the tubing under the primary bag and the dripping from the secondary stopped. I then examined the set-up of the tubing and everything seemed correct. The primary bag was hanging under the secondary bag as it is supposed to. New antibiotic was obtained for the patient and new tubing set to run infusion."